Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, the suture did not seal the artery; hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The failure to achieve hemostasis was not confirmed as the device was returned in pre-deployed position. The investigation was unable to determine a conclusive cause for the failure to achieve hemostasis; however the treatment appears to be related to the circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.